Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 303310. Batch # 4114045. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. We received a report from our campus clinicians concerning an event they have experienced while using a luer-lok syringe without needle, 20 ml. Reference# 3(B)(4). The lot number is 4114045. The event date is 01.09.2025. No harm to the patient has been reported. The sample is sequestered to conduct an analysis to determine the root cause of the failure. Please let me know the next step. We are willing to send the sample. Please have an RMA and mailer label sent to my attention. The complaint is described: we have a 20 ml syringe that has spots inside of it.

Manufacturer narrative:
Investigation results: two samples were received by our quality team for evaluation. Upon visual inspection, it was observed that there was brown matter on the stopper of one of the samples; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections related to this incident were found. Based on the quality team's investigation, the origin of the foreign matter could not be identified. Notification to operational personnel was still made about the event. This incident has been added to our database of reported incidents.

Event description:
No additional information.